Manufacturer narrative:
It is not certain that the lot number is yw-53, but it is the best guess.

Event description:
According to the complaint received, a customer experienced a blood leakage from a crack in the syringe during blood sampling. The user was wearing gloves so nobody came into contact with blood.

Manufacturer narrative:
It is stated that the device was evaluated by the manufacturer, but that the device not was returned to the manufacturer. This is because device evaluation was performed on a device from the same lot but not on the actual device. Investigation has identified that the root cause is a manufacturing error related to the labeling assembly in the production. Radiometer medical aps considers this case closed.

Manufacturer narrative:
During investigation, it was confirmed that cracks on the cylinder occurred during samplers' assembly process. The direct root cause of reported issue cannot be established within this investigation and will be further investigated.